Manufacturer narrative:
This report is submitted on june 18, 2021.

Event description:
Per the clinic, the patient experienced pain at the implant site, and was treated with a topical antibiotic (specific date and duration not reported). The implanted device remains.